Event description:
We received a report that a patient required an intraocular lens be removed and replaced with a different diopter power due to an unexpected post-operative refraction. The report indicated that the incision was not enlarged but required a suture to close.

Manufacturer narrative:
Two halves of the lens was returned for investigation. The returned lens was inspected at 10x microscope magnification. The lens had surface residuals adhered to both sides of optic body that were compatible with the explant process. Optical measurement: two halves of lens were joined for testing purpose. Optical inspection results showed that the lens diopter correspond to a 20.5 diopter lens. The returned lens met product specifications. All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.